Event description:
It was reported that the device could not be interrogated. It was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. The incoming visual inspection showed no anomalies. Subsequently the ipg was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. During the visual inspection of the inner assembly particle depositions were found. These were analyzed via rem/edx, which identified organic components. Further thorough investigation of the inner assembly, including inspection of the electronic module, showed no anomalies. In particular, nothing was found that might have led to the observed material deposition. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not show any external signs of damage. The measurement of the battery voltage revealed a depleted battery. In a next step, the battery was opened for destructive analysis. During inspection of the inner assembly of the battery no deviations were found. The battery was found to be leak-proof. In conclusion, the lack of interrogation resulted from the depleted status of the battery. Based on analysis, the battery was likely depleted due to a short circuit caused by the observed foreign material depositions. The root cause of these depositions was not determinable. No damages were found in the pacemaker which could have contributed to this finding. It can therefore not be excluded that the foreign material was brought into the device unintentionally during the manufacturing process.